Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: it was observed that the lcd display data cable was faulty resulting in no trend information displayed on the cam01 monitor. As part of the repair, the lcd display data cable was replaced and the cam01 monitor was calibrated and tested to specifications prior been returned to customer. The DHR review has been deemed satisfactory. Date of manufacture: sep-2009. All results of the functionality tests were recorded as within specifications prior cam01 monitor been released. Summary of the service history for this device was reviewed and was identified to have no impact on complaint incident no trend has been identified conclusion: the customer complaint incident ¿monitor doesn¿t start¿ was verified and duplicated. Root cause was due to a faulty lcd display data cable.

Event description:
The monitor does not start. Patient contact, patient injury or death alleged and any increase or delay in surgery time is unknown at the time of this report. A request for additional information was sent.